Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during placement of the first proglide, a cuff miss [suture retrieval issue] occurred. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Post-procedure, during suture management of the third suture, the suture came out of the anatomy with the knot unraveled. A surgical cut-down was performed and a hematoma, vessel damage and bleeding were noted. The hematoma, vessel damage, and bleeding were treated via cut-down and surgical suturing. Hemostasis was achieved via cut-down and surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. The reported patient effect of hemorrhage, hematoma and tissue injury are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. In this case, it is possible, a partial capture, or friable vessel caused the mal position; however, this cannot be confirmed. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.